Manufacturer narrative:
Additional product codes kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgeon recognized a movement of two (2) cancellous bone screws as shown under x-ray images. The patient underwent an initial surgery on (B)(6) 2018, to treat an atlantoaxial subluxation at o-c2. A revision surgery is scheduled for an unknown date. This report is for one (1) 3.5mm ti cancellous polyaxial screw 22mm for 4.0mm rods. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the surgeon recognized a movement of two (2) cancellous bone screws as shown under x-ray images on (B)(6) 2018 and not on (B)(6) 2018 as reported in initial medwatch. It was also clarified that the additionally reported four (4) locking screws have no allegation against them. Concomitant: locking screw (part# 04.614.508s, lot# h586129, quantity# 4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: the lot number listed in this complaint (h286933) is for the sterile lot from monument. This DHR review is for the brandywine lot number (h277461) pre-sterilization. Brandywine DHR review: part no.: 04.615.022y; lot no.: h277461; manufacturing location: brandywine; release to warehouse date: january 18, 2017. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complaint condition: it was reported that there was a movement of the two (2) cancellous bone screw recognized by the surgeon under x-ray on (B)(6) 2018. The patient underwent an initial surgery on (B)(6) 2018, to treat an atlantoaxial subluxation at o-c2. A revision surgery is to be performed on an unknown date (see action: (B)(4)). Customer quality investigation: investigation flow: damage-visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) observed one of the deformed threads on the returned synapse screw which is consistent with the reported screw migration condition. The first proximal thread of the device appeared worn and deformed in the form of nicks and dents. No new issues were noted on other portions of the device. The x-ray images that provides the evidence of screw movement was not provided. However, with the observed issue on the device shaft the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. Dimensional analysis was not performed at the relevant portions due to post manufacture deformed condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. No ncrs were generated during production. Furthermore, the risk document review performed during investigation showed that the windchill dcrm document, completely addresses the given complaint condition. A definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive mis-aligned/off-axis force during screw insertion. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter name corrected data: these dates were incorrectly reported as (B)(6) 2018. The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additionally, four (4) locking caps were returned to affiliate and were determined to be reported as loose. This is report 2 of 6 for (B)(4).